Event description:
The tip of the drill is damaged from hitting tunnel hook. Info provided indicates the drill was pushed too deep into the lateral cortex. The drill hit the tunnel hook and both instruments were damaged. The lateral incision was made larger and the case was delayed over 30 mins.